Event description:
It is reported that a customer has physical damage in the form moisture inside their insulin pump. The patient's blood glucose level was at 142 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: all buttons function properly, however moisture damage was found on electronic assembly. Moisture damage was found on motor assembly. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. Pump received without the original pump belt clip. No damage on pump belt clip slot noted. (B)(4)